Event description:
It was reported that the device was reading incorrectly. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned sleep oximeter found a damaged rear sample line, a missing rear filter, a cracked adapter, and a defective water trap. Functional testing was performed using a flowrate test and hi/lo calibration. The reported problem was verified during testing. The pump was found to be defective as it no longer was drawing any airflow through the pneumatics due to wear. The pump was 6 years old. The pump and dead battery were replaced which resolved the reported problem. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the initial manufacture or prior repair of the device. The root cause of the problem was found to be a defective pump due to wear. Per repair records, this is the first time the device was returned for repair. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).